Event description:
It was reported that a pasv PICC which was implanted for therapeutic purposes in a patient (gender, age and weight unknown) had fractured on the point of the wings upon removal. The procedure was completed with the same device and there were no complications reported with this event. On november 19, 2007 additional information was obtained indicating that "the fracture was positioned at the skin entry point".

Manufacturer narrative:
The device is due to be returned but has not been received by the manufacturer yet. Once it is returned, an evaluation as well as device history record will be forwarded in a supplemental manufacturer's report.